Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: visual inspection of the returned locking screw shows threads of the screw are completely distorted which show signs of overload and the microscopic image of the failure point indicates that the breakage is in a fatigued manner by the application of high axial load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to patient related factors as breakage was due to high axial load and overload on the screw. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "pain in the operated area without trauma with significant increase in the course. X-ray diagnosis revealed sintering of the gamma nail with fracture of the distal locking screw. Patient was operated again."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "pain in the operated area without trauma with significant increase in the course. X-ray diagnosis revealed sintering of the gamma nail with fracture of the distal locking screw. Patient was operated again."